Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report.

Event description:
The customer did not report a low event on (B)(6) 2020 where they were unresponsive and got hospitalized. On (B)(6) 2020, the customer did report they had 2 lows today. The customer did not report their blood glucose value, symptoms, treatment, or any emergency medical assistance for the lows on (B)(6) 2020.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of less than 40 mg/dl at the time of the incident. The customer used food to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had another low event on (B)(6) 2020 where they were unresponsive and got hospitalized. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.